Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used leg bag. The drain bag was injected with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), but it was noted that the flutter valve was folded, not allowing fluid into the bag. This did not meet the specification "it is not permitted that flutter valve is folded in the inside of the bag." A potential root cause for this failure could be ¿inspection instructions are not clear¿. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labelling could not have prevented the reported failure. Correction: h h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient received a defective leg bag that was twisted in the packaging patient also stated that the little valve in the bag does not open correctly to let the urine flow into the bag. The patient then switched the drain bag and it worked fine, so it was the specific bag. Per follow up on (B)(6) 2021, customer noted that the bag itself was not twisted in the packaging. The only problem the customer had with the valve inside the valve, the customer noted that the valve was folded up and so it would not allow the urine to flow into the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient received a defective leg bag that was twisted in the packaging patient also stated that the little valve in the bag does not open correctly to let the urine flow into the bag. The patient then switched the drain bag and it worked fine, so it was the specific bag.